Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have rheumatoid arthritis. Rheumatoid arthritis was identified as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Patient self tester called alleging discrepant low inratio value. On (B)(6) 2015: physician's other poc = 3.1. On (B)(6) 2015: inratio = 1.7; repeat inratio 1.8 tests performed within 10 minutes. Twenty-four hours between tests on (B)(6) 2015. Patient's therapeutic range 2-3. Patient reported adding multiple drops of blood and touching finger to sample well. No reported adverse patient sequela. No additional information provided.